Manufacturer narrative:
Additional device implanted and involved in this event: (B)(4) lot: UDI (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient medications include bisoprolol, digoxin, furosemide, nicorandil, pravastatin, tolterodine and warfarin. (B)(4).

Event description:
On (B)(6), 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. After implantation of the trunk-ipsilateral leg component, intra-operative imaging identified a proximal type I endoleak. An aortic extender component was implanted to treat the endoleak. The physician elected to balloon the proximal end of the trunk-ipsilateral leg and aortic extender components utilizing a cook coda balloon (32mm). It was reported that the majority of balloon remained within the devices, however once the balloon was inflated it was reported that the balloon extended partially outside of the aortic extender component and into the native aortic neck. Final imaging showed resolution of the endoleak, however just proximal to the aortic extender component it was noted the infrarenal aorta appeared slightly enlarged. Reportedly, the physician suspected a rupture or dissection. The physician elected to conclude the procedure with no further issues being reported. The patient tolerated the procedure. Later that same day, a post-operative CT imaging was performed. Reportedly, imaging identified a retrograde type b dissection just distal to the renal arteries and extending proximally to the thoracic aorta (distance unknown). On (B)(6), 2015, a follow-up CT scan showed the dissection to be stable and unchanged from images taken immediately post implant procedure. Additionally, evidence of a type ii endoleak originating from multiple lumbar arteries was identified. An intervention to treat the endoleak is not planned at this time. The physician will continue to monitor the patient. According to the physician, the dissection resulted from ballooning in the native aortic neck during the initial implant procedure. An intervention has not been performed to treat the dissection, reportedly, the physician has elected to manage the dissection with medication.